Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during the follow up it was not possible to interrogate this device. Another programmer was used but it was still not possible to interrogate this device. A replacement procedure was scheduled. No adverse patient effects were reported.